Manufacturer narrative:
The explanted devices were not returned to coapt for eval. A subsequent procedure resolved the issue for the pt. It is unk what caused the second device to fracture.

Event description:
A pt received a midface lift with the endotine midface bone device. After the procedure, in 2006, the physician reoperated and replaced the midface bone device with another because the midface lift had fallen/lost the elevation seen post-procedure. Subsequently, the pt reported a cracking sound while eating. On two days later, the physician reoperated a second time (3rd procedure including the original), the midface bone device leash was fractured in situ and replaced by the physician.